Manufacturer narrative:
Review of the manufacturing records did not find any relevant nonconformities. The patient still has the implant and had communicated the desire to turn on stimulation following the medical procedure. We are continuing to monitor the event for any updates. The device was not explanted.

Event description:
It was reported that a patient was hospitalized for a medical procedure. The device was not explanted. Multiple attempts to contact the patient for details were unsuccessful. No further information is available at this time.